Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was peri-prosthetic liquid. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side peri-prosthetic liquid and a highly inflammatory breast pocket (discovered intraoperative). Capsulectomy was performed. The device was explanted.